Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hub portion of the PICC detached from the catheter tubing during routine cleaning. At the time of the event, the PICC lumen was connected to a central venous pressure (cvp) monitoring system. The reporting nurse indicated that there was no known external force applied to the device; specifically, the tubing was not pulled, caught, or subjected to tension prior to the detachment. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.